Manufacturer narrative:
Two possible lots were reported for this incident: 3673558 or 3677999.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, patient lost lung recruitment and oxygen saturation levels dropped to low 40s. A leak was noted around the cuff, requiring 3 ml of air into the cuff to stop the leak. It was reported patient had severe ards, requiring 20 of peep and sating of mid 80s. It was reported that no injury had occurred to patient as a result.